Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR review for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer's mother reported that customer's adc blood glucose meter would not turn on when a test strip was inserted into it. Caller further reported that on an unspecified date in (B)(6) 2014 customer began to experience "sweating and tremors", which were believed to be due to "hypoglycemia". Customer was taken to a local healthcare facility where she was diagnosed with hyperglycemia and treated with an unspecified amount of insulin, in addition to having her routine dose increased. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.